Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during implantation of an intraocular lens (iol) the center and edges were very noticeably scratched. The lens was removed. Additional information was requested and received stating that the lenses have appeared softer than normal and seem to be scratching easily or were already scratched upon loading. The or, storage and viscoelastic temperatures were also checked and nothing on that end has changed. None of the lens loading forceps or lens loaders were in bad shape, and have not had an issue with them damaging lenses before. The procedure was completed on the same day.